Manufacturer narrative:
This report is submitted on august 28, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). There was a subsequent skin breakdown at the magnet site resulting in an extrusion of the implant. It is unknown if the head splint was applied. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019. The patient was not reimplanted; however, re-implation is planned once the site heals.